Event description:
The facility reported an infusion pump with a malfunction of pump was set to infuse naropin at 100cc at 10cc per hour was suppose to finish in 10 hours it finished in 4 hours 45 min. The event was reported to have occurred during patient therapy where it is unknown if therapy was stopped. The event occurred in the ob area. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.the software version for this device is currently not known.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of over infusion. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.